Manufacturer narrative:
The device was received and evaluated. Lot release records were reviewed, and the product lot met all acceptance criteria. No issues were noted during investigation. A pod was connected to the pdm and bolus delivery was tested. The correct amount was saved into the device's history. However, as a result of new information discovered in insulet¿s failure investigation process from complaint # (B)(6) on 27 january 2020, we have re-opened this complaint and deemed it to be a reportable device malfunction. Based on insulet's investigation, software issues were found that contributed to the system errors and a CAPA has been opened to address the issue.

Event description:
It was reported the bolus calculator in the personal diabetes manager (pdm) was providing incorrect bolus amounts when compared to manual calculations. The patient reported the bolus calculator showed a 5.15 unit bolus was required, however, when the patient calculated it manually, based on her blood glucose level of 285 mg/dl, a bolus of only 3.85 units was required.